Event description:
This lead shows noise and out of range impedance. Patient has been in cambodia since july 2022 and was unable to receive adequate medical care. He just recently returned to the us. Unsure when this started. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. On (B)(6) 2025, lead capped due to fracture. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead shows noise and out of range impedance. Patient has been in cambodia since on (B)(6) 2022 and was unable to receive adequate medical care. He just recently returned to the us. Unsure when this started. Lead remains implanted. Should additional information become available, this file will be updated.